Event description:
I'm writing about abbott libre 3+ sensors. They seem to often fail prematurely and do so by transmitting spurious data before their end of life. I'm finding this on about half of the sensors I use. Yesterday my sensor read 51mg/dl when my fingerstick reported 118. I was asymptomatic and it was day 10 of the supposedly 15 day sensor. It'd been reading low for a couple of days but not that inaccurate. Of course, it's better for a glucose sensor to read to low rather than too high, but this is an enormous error. If I had believed it I'd have ingested a goodly amount of glucose, sending my blood glucose dangerously high. I'd say about 4-5 out of the last 10 sensors had this problem. They all were still firmly stuck to my skin. Abbott customer service has recently been much more pleasant and accommodating which suggests to me they're aware of the problem. The problem is that getting a sensor replaced doesn't allow one to communicate with the management folks who seem to have a defective product. It seems to me that reporting this to the FDA might focus their minds further on solving this problem. When my actual glucose was 118mg/dl. Pt code: 4582. Device codes: 1535, 2896. Reference reports: mw5176523, mw5176525, mw5176526, mw5176527.